Event description:
The customer reported multiple instances over the past few months of the sets coming apart at the y sites and then leaking during patient use with minimal manual pressure applied. There are no details of any specific events or estimated number of events. There has been no related patient harm or medical intervention. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.